Event description:
This complaint is now reportable based on analysis completed on 08/26/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 75% stenosed lesion being treated was located in the moderately tortuous, calcified distal left circumflex (lcx) artery. The lesion was pre dilated using a non-bsc balloon. The physician attempted to place a 2.50 x 16mm taxus liberte stent, but was unable to cross the target lesion. An attempt to cross the lesion using a non-bsc stent was still unsuccessful, even after several attempts. No patient complications were reported. Patient condition is reported as "good". However, the returned product analysis of the 2.50 x 16mm taxus liberte stent revealed stent damage and stent movement on the balloon.

Manufacturer narrative:
(B)(6). A visual and microscopic examination identified proximal stent damage and stent movement on the balloon. The balloon was tightly folded and the stent was located between the markerbands. There were struts lifted in the second and fifth row of the stent implant; the stent had moved distally 2 millimeters. The outer diameter of the undamaged portion of the stent was measured with a calibrated laser micrometer. The maximum outer diameter was 0.041 inches, which is within specification. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. Because there is no evidence of specification non-conformances related to the complaint device, the most probable root cause is operational context. (B)(4).